Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Investigation results concluded that the reported event was due to cause of the infection is attributed to both the manufacturing and quality system issue and the reuse of the femoral implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02328, 1825034-2017-02329, 1825034-2017-02330.

Manufacturer narrative:
(B)(4). Concomitant medical products: oss reinforced yoke catalog 150493 lot 066340; oss diaphyseal segmental lock screw catalog 150481 lot 935180; oss tibial plate catalog 150419 lot 612080; oss tibial augment catalog 150426 lot 896800; oss tibial augment catalog 150426 lot 015450; oss segmental femur catalog 150355 lot 919810; oss im stem 14x150 catalog 150368 lot 691040; oss 3cm diaphyseal segmental catalog 150368 lot 691040. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02328, 1825034-2017-02329, 1825034-2017-02330.

Event description:
It was reported that the patient was experiencing pain and effusion after a knee revision procedure, subsequently, the patient tested positive for (B)(6) and was revised approximately two months post implantation. No additional patient consequences were reported.